Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose was 17.4, 8.6, and 8.6 mmol/l within 10 minutes, with a difference of 45%. Pt did not experience any adverse events. No further info has been reported.